Event description:
It was reported that the gastrointestinal videoscope exhibited a blackout image during setup for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.